Event description:
Caller reported an error with their continuous glucose monitor. After troubleshooting, there was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, and the caller was able to successfully start a new sensor session without any further errors.